Event description:
Abscess. Patient was randomized in 2000 at which time seven sheets of seprafilm were applied during pelvic pouch procedure with loop ileostomy. Pt was readmitted one month later with the following symptoms: abdominal pain, fever, nausea, and white blood cells of 27.03. CT scan showed pelvic abscess posterior to pouch, which was drained percutaneously. The pt was placed on prednisone 10 mg po once daily, tapering doses post ppp. The pt was discharged to home 4 days later with drainage tube. The reporting physician assessed the event as possibly related to seprafilm use.